Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07626. It was reported the patient had pain in his right hip and down the leg, which was described as intense pain. Reprogramming was attempted. The patient reported he could feel stimulation all around the area of pain, but the stimulation was not relieving the pain. It was reported the physician was to refer the patient for an appointment with an orthopedic specialist. The patient requested for the scs system to be removed. Follow up identified the physician explanted the scs system.